Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was that the rear response button cover and switch were missing. The root cause of the damaged cable cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor response buttons were not functioning.